Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side device rupture. The device has been explanted and replaced with an allergan device.

Event description:
It has been determined that the event of rupture associated with this complaint did not occur. Physician has further confirmed no complaint. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/jun/2024.

Event description:
It has been determined that the event of rupture associated with this complaint did not occur. Physician has further confirmed no complaint. This record is no longer reportable to FDA and will be un-reported.